Event description:
Related manufacturer report#:1627487-2019-06993.

Event description:
Related manufacturer report#:1627487-2019-06990. Related manufacturer report#:1627487-2019-06992. Related manufacturer report#:1627487-2019-06993. Follow-up information revealed the patient underwent surgical intervention wherein one of the patient's t12 leads were explanted. It is unknown which lead is liable. Therefore, all suspected devices are being reported as explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report#:1627487-2019-06990, related manufacturer report#:1627487-2019-06992, related manufacturer report#:1627487-2019-06993. It was reported that one of the patient's drg leads is superficial and scabs over after "oozing". As such, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information revealed that one of the patient's t12 leads was previously cut and now has been explanted and replaced. No signs of infection were present.